Manufacturer narrative:
Month and year have been provided, day is unknown. Lot number, expiration date and manufacture date are unknown. No information has been provided to date. Device evaluation: one (1) unit was received without its original packaging, in used condition, and decontaminated. The complainant returned unit was visually inspected and the proximal end female luer connector is observed to be damaged. The reported failure mode reported is confirmed. Based on the sample provided and the analysis conducted, the root cause can be determined as supplier item fault. No lot number was provided, therefore no device history report (DHR) review could be completed. To address the issue found, this has been escalated to the supplier of the component for further actions. We will continue to monitor and take further actions internally accordingly.

Event description:
It was reported that during the pre-use check, a part of the product was found cracked and leakage of circulation water was observed at that part. No patient injury reported.